Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required medication. Immediately after left pulmonary vein (lpv) ablation, cardiac tamponade occurred. When the cardiac silhouette was checked, the echo image felt like it was restraining the heart. Visual inspection was performed by fluoroscopic imaging, and diagnosis was performed by intracardiac echocardiography. The patient's blood pressure was maintained, but bleeding persisted. Medications (noradrenaline and protamine) were administered. Patient improved and did not require extended hospitalization or cardiac surgery. The physician commented that the biosense webster inc (bwi) product was probably unrelated to this complication. The physician recognized that the catheter was not the cause. There was no evidence of steam pop. There were no issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure.